Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a cyst on his back that was exacerbated by the device, but there was no visible skin irritations. Patient reported a history of cysts in the same area. The patient was prescribed an antibiotic by a physician and the cyst will be lanced. Medical outcome of the cyst is unknown.